Manufacturer narrative:
Concomitant medical product: arctic front advance cardiac cryoablation catheter. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The baseline gender/age of the patients represented in the article is male/61 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: ¿comparison of a high throughput day case atrial fibrillation ablation service in a local hospital with standard regional tertiary cardiac centre care.¿ europace (2018) 00, 1¿5. Doi:10.1093/europace/euy153. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complication while using a cryoablation balloon system: there were patients who experienced cardiac tamponade which required drainage, pericardial effusion, and air embolism with suspected air ingress. There were also reports of phrenic nerve palsy (pnp), st elevation, pericarditis (treated with medication), bradycardia, hematomas, and pseudoaneurysms. Additional hospitalization was needed for some patients; and for some patients, there was unknown treatment/resolution. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the balloon system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.